Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's mother reported via phone call indicating that daughter insulin pump had keypad anomaly. Customer's blood glucose at time of incident was unknown. Customer's mother stated insulin pump is becoming unresponsive and this is the second time she called about this problem. Customer insulin pump is iw.

Manufacturer narrative:
The insulin pump was received with all buttons responding properly. No damage was found on the keypad assembly or unlocked keypad connector on the printed circuit board noted. No button keypad anomalies noted. The insulin pump passed the self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump had scratched case, cracked select button keypad overlay, pillowing keypad overlay and minor scratched lcd window.